Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump tried to give alarm and it was too bright to read buttons were not responding. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. Customer stated insulin pump was non stop vibrating, red light flashing and it only shows medtronic. Customer reported the screen was not completely blank. Customer reported the time clock did not advance. Customer was unable to successfully clear the alarm. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage found on the electrical board connector and motor assembly. Unable to perform the displacement test and self test due to no button response.